Event description:
The surgeon was screwing in a 1.5mm locking screw when the tip of the screw driver bit snapped off. The bit was stuck in the top of the screw and the surgeon could not remove it. He was happy that it could stay in. The case was completed using the second screw driver bit that is also on the set.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.